Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation with a non-reported abutment attached. Visual inspection of the reported product identified a fractured collar and bone residue around the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the reported device and event. A pre-existing condition noted on the product experience report (per) was low (type iii) bone density. It was reported the patient had inflammation which was likely caused by the reported fracture event. The reported device was located on tooth number 46 (fdi) and was used for approximately 12 years 5 months. Appropriate documentation was reviewed and the following information was identified: patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A definitive root cause for this complaint could not be determined. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Unique identifier (UDI) number: not available. Additional PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to fracture. Patient also had inflammation. The patient has been rescheduled for new implant placement.